Event description:
It was reported that before use of the bd insyte¿ IV catheter non-winged many catheters have problems with the packaging. They are open while they are stored.

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. Open seal was observed from the blister package in the photo. However, the samples shown in the photo are belong to 22ga insyte family which is not from the reported batch. The reported batch belong to 14ga insyte family. 2 actual (unused) samples were returned for investigation. The samples were not decontaminated. Opened seal was observed on the samples. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area, and thus showed that the sealing process was completed in the manufacturing facility. The complaint is confirmed and product is out of specification. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area and thus showed that the sealing process was completed in the manufacturing facility. Hence, no assignable root cause. There was a change in the top web material during jul 2017. The reported batch was produced before the material change. DHR was performed and no quality notification had been raised for a similar nonconformance.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ IV catheter non-winged many catheters have problems with the packaging. They are open while they are stored.